Event description:
Reporter alleged obtaining a result of 14.4 mmol/l on the advantage system compared back to back with a result of 5.9 mmol/l on an unknown aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6). There was not any information for the unknown aviva system used.